Event description:
A customer reported that their adc glucose meter turns on and off after test strip insertion. The customer reported an unspecified injury related to this issue, but disconnected the phone call prior to troubleshooting or completing a medical survey. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. The date reported is the date abbott diabetes care became aware of the event. Two additional attempts were made to contact the customer to complete a medical survey, without success. All pertinent data known to adc has been submitted. (B)(4).